Event description:
Reference number (B)(4) event occurred in spain. It was reported that the patient faced infusion settube got detached from site event on (B)(6) 2023. The infusion set was used for one day. No further information available.

Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 19-mar-2026 this MDR is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. This investigation has been updated because the malfunction code changed from tubing connector detached from infusion set (cannula part/base piece) to leak between tubing and site connector - detachment / significant wetness, which requires additional activities not included in the original investigation dated 12-dec-2023 the original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: eqms search: a query was run in the eqms on 18/mar/2026 against lot number 6001139 and similar malfunction codes: tubing connector detached from infusion set (cannula part/base piece), leak between tubing and site connector - detachment / significant wetness the review confirmed that lot 6001139 and the identified failure mode are not associated with any non-conformance report or corrective and preventive action of the same or similar nature. Similar complaints search: a query was run in the eqms on 18/mar/2026 against lot number criteria equal 6001139 and similar malfunction codes: tubing connector detached from infusion set (cannula part/base piece), leak between tubing and site connector - detachment / significant wetness. The number of complaint is 1. The complaint number is complaint (B)(4). DHR review: the lot 6001139 was manufactured according to work instruction version 75 and manufactured in the m12 line on 26/apr/2023 with a total of (B)(4) units. The sub-assembly: assembly lot 3d01881 was manufactured according to the work instruction version 26 and assembled in the quickset line, on 24-apr-2023, with a total of (B)(4) units. The sub-assembly: gluing tube lot 3d01866 was manufactured according to the work instruction version 38 and assembled in p04 line, on 24-apr-2023, with a total of (B)(4) units. Lot 3d01873 was manufactured according to the work instruction version 38 and assembled in p08 line, on 23-apr-2022, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (monthly trips and alerts). Final conclusion summary of complaint investigation: the investigation for this complaint was previously completed on 12-dec-2023 under child complaint investigation record (B)(4). The investigation has been revised to reflect the updated malfunction code and new reportability requirements. The original investigation remains valid and has not been modified. As part of this reassessment, an updated eqms search was performed which identified one related complaint for lot 6001139. No ncrs, capas, trends, or systemic issues were found. As required under the updated reportability criteria, a full device history record (DHR) review was conducted. All in process and final inspections met specification requirements, and no deviations, rework activities, or maintenance events associated with the malfunction were identified. No visual evidence was available to support confirmation of the reported issue. No photo evidence was provided, so the assessment was based on documentation only. Based on the expanded investigation including updated eqms searches and the DHR review no manufacturing or quality issues were identified. The record will be closed and monitored through tracking and trending per work instruction (monthly trips and alerts) complaint unconfirmed: following investigation, the malfunction remains unconfirmed for this complaint.